Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic roux-en-y. According to the reporter: the cartridge from the stapler was stuck from the cap causing the stapler to fire without staples. The surgery was completed with and sewing. Reinforcement material used in conjunction with the stapling device was baxter product veritasb, lot number unk, item code: psd10002ev. There was tissue damage due to the cut tissue with no stapling. Surgical time was extended by more than 30 minutes. The anastomosis had to be hand sewn laparoscopically.